Event description:
The catheter was advanced over the guidewire, it felt tight, the guidewire was removed, contrast was hand injected, the guidewire was reinserted - again it felt tight. Catheter was removed. When the catheter was flushed the foreign material came out.